Event description:
It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient said he was hospitalized 15 times in the past 2 months. This report is 1 of 2 allegations of insufficient information for complaint classification that had similar event details. When asked if he had already reported all those events, he answered "yes." Technical support tried to still get the details and dates to check records, but the customer refused to provide any information. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This report is 1 of 2 allegations of insufficient information for complaint classification that had similar event details. Related records: (B)(4).

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On 02/23/2026, it was reported that the patient said he was hospitalized 15 times in the past 2 months. This report is 1 of 2 allegations of insufficient information for complaint classification that had similar event details. When asked if he had already reported all those events, he answered "yes." Technical support tried to still get the details and dates to check records, but the customer refused to provide any information. It was reported that an unknown error occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.